Event description:
Written report received from baxter states leakage at the filling port noted during filling. Reporter states, "the liquid was exposed to the face of nurse." Device contained 5fluorouracil of unknown concentration and dextrose for a total fill volume of 240 ml. Per reporter the nurse immediately washed their face and suffered no injury as a result of the reported condition. Per reporter the nurse wore gloves at the time of reported event. Per reporter medications were not filtered during filling.